Event description:
It was reported that an angio-seal was deployed in the right common femoral arteriotomy and hemostasis was achieved. A taxus stent was placed and a pre-deployment angiogram was performed prior to deployment. While in the cath lab, the pt was given 4600 units of unfractionated heparin (ufh). The pt's inr was 4.9; pt 45.7 and ptt 64.6. Several hours prior to the stent placement and angiogram, the pt was seen in the emergency room and was given 324 mg of aspirin. The pt was on coumadin therapy to protect the heart valves. While in the emergency room, the pt's hemoglobin was 11.9 and hematocrit 37.2. The pt was transferred to the chest pain unit after the stent placement and angio-seal deployment. Approx 8 hours later, the pt got up and described what felt like a pop in the groin. Approx 2 hours later, the pt was brought back to the cath lab. The hemoglobin was dropped to 8.4 and hematocrit to 26.7. The pt was intubated and 2 units of packed red blood cells and 2 units of fresh frozen plasma were given with the infusion wide open. The dressing on the right groin was dry and intact. Firmness was noted at the right groin extending to the right lower quadrant of the abdomen. A viabahan covered stent was then placed in the right external iliac, via the left groin. Two days later, the pt remained hospitalized and intubated. The physician verbalized that he suspected a dissection.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.